Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00411 for the second device.

Event description:
The aci account sales manager reported that he found out about an issue with a case from (B)(6) 2014 where two mynxgrip 6f/7f vascular closure devices were attempted on one pt by the physician (trained) and both lost balloon pressure. They resorted to manual compression for less than 30 minutes. It was an antegrade access atherectomy case where the doctor pulled back balloon and they both came out through the sheath after losing pressure. No further info is available.